Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a synovectomy of the right knee, the metal piece at the front end of the "supermultivac 50° ic wand" fell into the knee joint. The metal piece was not found in x-rays, it might have been sucked away. Although a back-up device was available to complete the procedure, it is unknown if there was a surgery delay. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states per case details, the broken fragment was not seen on x-rays and thought to have been suction away. Per e-mail communication the patient current health status was reported as normal. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Describe event or problem was updated.

Event description:
It was reported that, during a synovectomy of the right knee, the metal piece at the front end of the "supermultivac 50° ic wand" fell into the knee joint. The metal piece was not found in x-rays, it might have been sucked away. The procedure was completed with the same faulty device and it is unknown if there was a surgery delay. No further complications were reported.